Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, g3, h3, h4, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. Based on the results of the investigation and historical data, probable causes such as damage or deterioration of parts, environment problem like as dust/dirt/humidity, optical problem, overheating problem, and electrical problems like as signal loss or open circuit. A root cause could not be identified. Based on the results of the investigation and historical data, it is likely the most probable cause led to the malfunction: expected or random component failure without any design or manufacturing issue. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported, the 3d deflectable videoscope, it displayed at first but then showed an error message warning to wipe the connector with ethanol, and then it stopped displaying. The event occurred during set up / inspection for use (during set up in room / before patient in room).. There were no reports of patient involvement.